Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized for this event. The cause of and treatment for the peritonitis were not reported. The action taken with the patient's therapy was not reported. The patient outcome for the event was not reported. No additional information is available.